Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose readings of 36 mg/dl and did not receive any alarms. Customer has treated the blood glucose readings with food and the current blood glucose levels are 293 mg/dl. It was noted that the customer's alarm settings were off and that was the reason they were not alerted of the low blood glucose readings. No further information reported.